Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter would not irrigate during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation. The procedure was completed using an alternate device. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed.

Event description:
It was reported that a farawave catheter would not irrigate during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation. The procedure was completed using an alternate device. No patient complications were reported. The catheter was returned for analysis.